Event description:
It was reported the zlb00 model intraocular lens (iol) was partially implanted due to patient having increased ocular pressure (iop). Another zlb00 24.0 diopter iol was implanted into the patient¿s ocular sinister (left eye). Patient was given alphagan drop and diamox sequels to reduce iop that persisted until the next day. Patient did not experience any visual issues due to iop. There was no incision enlargement, no serious patient injury, no suture(s), no vitrectomy, and no surgical complications. Patient prognosis post-procedure was reported as doing well. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.